Event description:
It was reported that the right atrial (ra) lead had possible undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2011 (B)(6); 5076-52 implantable pacing lead 2011 (B)(6). (B)(4).